Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected the flash crc is incorrect for factory stored information or pump error 3 alarms noted during testing however, the downloaded history files confirmed the flash crc is incorrect for factory stored information alarm and the main arm cannot communicate with the motor arm alarm due to a software error. All operating currents are within specification . And no unexpected low battery alert, power loss alarms, replace battery alerts, or battery failed alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected alarm and the main arm cannot communicate with the motor. The customer¿s blood glucose level was 186 mg/dl. The insulin pump will be returned for analysis.